Manufacturer narrative:
Event date: (B)(6) 2016. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with band ligation procedure performed on (B)(6) 2016 or (B)(6) 2016. According to the complainant, during the procedure and after the bands were deployed, the ligator head fell off inside the patient and was retrieved with a roth net device. The procedure was completed with a different device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.